Manufacturer narrative:
Available details indicate that, capacitor was failed which led to the request for the following part: dfm100 assy capacitance (part number 453564489001). A quotation was sent to the customer, but the offer has expired. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a capacitor failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.